Event description:
The customer contacted heartsine to report that their device's pogo-pin failed to make contact with the pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and confirmed the reported fault. Upon receipt, it was observed that the -ve terminal pogo-pin would fall into its barrel upon rotation of the device. In this state the device could not be powered on via the on/off button and no status led was visible. Measurements taken during the investigation confirmed the failure of the -ve pogo-pin. The device was scrapped by heartsine and the customer was provided with a replacement device. The cause of the reported issue was a failed -ve pogo-pin.

Event description:
The customer contacted heartsine to report that their device's pogo-pin failed to make contact with the pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.